Event description:
Restenosis. Adverse event occurred in 2004. The pt had mace. The pt had chest pain. The angiogram showed re-stent stenosis of the mid rca, which followed with pci and successful stenting. Pt was admitted same day which had cath and stenting procedure. The following are from the cardiac cath report: pre procedure diagnosis: single vessel coronary artery disease with a re-stenosis of the mid rca. Post procedure: primary ptca with stenting to the mid rca and stenting to the proximal rca. Indication: the pt comes in with recurring symptoms, angiogram showed a 99% mid rca narrowing. Coronary angiography: the rca originates normally from the right coronary sinus. It has an elongated 50% narrowing in the proximal segment and a 99% narrowing in the mid segment. Following dilatation of the mid rca and stenting, there was complete resolution of the narrowing. The proximal rca was then stented with another cypher 3.0 x 18mm stent and this showed complete resolution of the narrowing. This cypher was overlapped with another pre-existing stent in the rca.